Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-11-2017 with the following findings: the pump was returned with sound features set normal bolus, audio bolus, alert, reminder, warning, alarm/error (high) and temp basal (off), hi/lo limit alert, rise/fall rate alert, transmitter out of range alert and other cgm alert (high). The last basal delivery was on (B)(6) 2017. The pump booted to the verify screen with audible and vibratory features. The audible alarm reading measured within specifications. An alarm was reproduced for the investigation with sound set to high and the pump gave the appropriate sound warning and displayed alarm message on the screen. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump's cover was removed and no intermittent conditions or defects were found to the piezo circuit. There were no delivery interruptions or errors, alarms or warnings during the investigation. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 43 mg/dl but that might have gone under 40 mg/dl with symptoms of unsteadiness, confusion, and cognitive impairment. The reporter stated that the patient self treated with glucose tablets. The reporter alleged that the pump was not alarming loud enough to alert the patient while they were sleeping. The patient reviewed the pump history and all of the alarms were set to ¿high¿. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event as a result of not being alerted properly to a low bg.